Event description:
It was reported that the right ventricular (rv) lead exhibited decreased sensing. It was noted that the patient had grown a lot in the past three years and the lead appeared stretched on the chest x-ray with the coil of the lead almost out of the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.